Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose at time of call was 156 mg/dl. Customer mentioned the piston would not move forward. Customer mentioned the device had under delivering anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime excessive no delivery, self test, unexpected restart and displacement error tests. No motor error alarms or displacement anomalies were noted. The pump delivered properly all boluses programmed during delivery. No bolus delivery or motor piston anomaly was noted. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
The pump passed the delivery accuracy test. The motor was tested outside the device and it passed.